Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 66 mg/dl at the time of the incident. Customer stated drive support cap was flush. Customer stated insulin pump had motor error. Customer declined troubleshooting for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. No loose drive support cap anomaly noted.